Event description:
It was reported that during set up, the battery in a 980 ventilator was not charging. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A service engineer (se) inspected the device and replaced the battery. The unit passed all testing and operated within the manufacturing specifications. The replaced battery was returned to medtronic for evaluation. An investigation was performed on the battery and the reported condition was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.